Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner was intermittently alarming and shutting off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was intermittently alarming and shutting off. The field service engineer (fse) noted that the scanner had been replaced the previous day and confirmed during the onsite visit that the scanner was functioning properly. It was determined that the work order had been received late and was a duplicate of the earlier case that had already been addressed and closed. No additional repairs were required, and the scanner was verified to be operating normally. The system functioned as intended after field service engineer repaired the device.